Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported that a power glide had the safety stuck inside. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed but the exact cause remains unknown. One photo sample of a powerglide pro device and product sticker label indicating lot: rehp1687. The catheter is not visible on the device and appears to have been advanced. The guidewire appeared fully advanced. Residues and evidence of use are observed on the needle and housing. The safety mechanism was observed to be within the housing near the proximal end of the housing. The condition of use and handling of the device is unknown. The catheter was observed to be advanced off the needle without the safety mechanism activated over the bevel; therefore, the complaint is confirmed but the exact contributing factors remain unknown. H3 other text: evaluation findings are in section h11.

Event description:
Customer reported that a power glide had the safety stuck inside. No other information was provided.